Event description:
Customer noticed and reported that the batteries were lasting about a week. It was stated that the batteries were placed in correct order and the battery carrier was clean. Device was not dropped, bumped, or exposed to moisture.